Event description:
Customer reported having issues with the sensors. Customer stated that he had used three sensors and all three were bent when he took them out because of lost sensor alarms. Customer's blood glucose level was 168 mg/dl. Customer stated he is not sure if there wasn't an area without scar tissue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-03816.